Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that during a first supply change on the ilet, the user could not see insulin drops after multiple attempts despite guided troubleshooting with new supplies and assistance from family, leading to concern for insulin delivery and hyperglycemia, with a reported blood glucose of 234 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education. Investigation included remote guidance, video-based education, and step-by-step reinstallation of new supplies. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a suspected low or absent insulin delivery manifested as failure to observe drops during priming. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.